Event description:
Additional information reported indicated that the surgeon's impression was that a nerve had become entrapped and that they were going to remove the implantable neurostimulator. It was not indicated if the explant had been scheduled. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Antenna: model 37092, lot# 288330001. Programmer: 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4). Lead: model 39286-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na.

Event description:
It was reported that with stimulation off the patient experienced a shocking sensation at their neurostimulator implant site. The shocking sensation occurred shortly after implant and occurred occasionally ever since. The patient had also received a shocking sensation while charging their neurostimulator and reported intermittent pain/tenderness at the implant site. The patient had not had any falls or trauma since the implant and impedances values from (B)(6) 2011 were normal. The patient had received "some pain relief" from their neurostimulator, but it was noted that the device had been off "most of the time since implant." Additional information had been requested, but was not available as of the date of this report.